Event description:
It was reported that two leads came out and did not work anymore. It was noted one stimulator worked great and the other did not work well. It was reported the patient¿s healthcare provider had a hard time with the leads due to the patient¿s sever scoliosis and being thin. It was noted the patient had fallen frequently.

Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3550-29, lot # n332665, implanted: (B)(6) 2013, product type accessory; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3550-39, lot # n196795, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).